Event description:
I want to report that I using clear care for about 3 years and on several occasions I have experienced severe burning of my eyes to the point I couldn't get my eye open to wash it out. I thought it was just me until I read a story on the web. It says on the box to put the contact directly into the eye after it soaks in the clear care for 6 hours, but I find that a little odd, so I've started flushing them with cold water then rinsing them with saline before inserting them into my eyes. Please keep me advised of any other info concerning this issue with clear care, as I'm very concerned about protecting my vision since we only have one set of eyes. Sincerely (B)(6). Reporter's recommendations: I'm not sure what should have been done or why this product burns your eyes. I wonder if they test this stuff before they sell it. The company says they use a ring that neutralizes the product. Maybe they need to improve the quality of the ring they use as it isn't getting the job done and isn't fully neutralizing anything. (B)(6).